Event description:
It was reported that noise was observed on the right ventricular lead. The lead was imaged and externalized conductors were noted. The lead was capped and replaced. The patient was doing well following the procedure and will be monitored with routine follow up.

Manufacturer narrative:
(B)(4).